Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. During functional testing, the reported problem was duplicated. The root cause of the problem was determined to be a faulty motor. The motor was replaced to resolve the problem.

Event description:
It was reported that the pump won't turn on when battery door was fully shut. No patient was involved.